Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient complained that the right ventricular (rv) lead caused a ¿shocking feeling like touching a battery¿. It was noted that there was no muscular stimulation at high output pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. All electrical testing was within specified parameters. Implant/explant damage was not observed. An in-vivo insulation breach or conductor fracture was not observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.